Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter and cable. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.